Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 investigation results: investigation of product not possible as product was not returned. Pictures were provided. Analysis and results: there are no previous complaints of this code batch. 2,844 units of this code batch were manufactured and distributed in the market, and there are no units remaining in stock. Batch manufacturing records and knot pull tensile strength results conducted on samples before releasing were reviewed and found to be within product specification. Needle attachment results conducted on samples before releasing the product were also found to be within product specification. Review the batch manufacturing record indicates this product had a normal process and the results during the process fulfill product requirements. A proper analysis cannot be done and the case is not confirmed due to lack of evidence. No corrective/preventive action required.

Event description:
It was reported that during an operation on an atrial appendage, the thread frayed and broke. Samples are not being returned for investigation as the patient had (B)(6).